Event description:
It was reported that during a pta procedure for stenosis in an upper arm av fistula, after three inflations at a maximum of 15 atm's using an inflator device, the doctor was unable to pull the balloon back into the 7f sheath. The balloon catheter and the delivery system had to be removed together. There was no injury to the pt and no other interventions needed as the procedure was completed with the three inflations.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter and a 7f introducer were received. The balloon catheter was inserted in the 7f introducer and the tip of the balloon was protruding out of the introducer. The shaft of the balloon catheter appeared to have a kink. The distal portion of the shaft next to the introducer appeared accordioned. Approximately, 9mm proximal of the introducer was accordioned. The distal tip appeared flared and bulbous around the tip of the balloon. Attempted to insert an .035 inch guide wire both proximally and it only passed until the accordioned section in the catheter. Attempted to insert the guide wire distally and it only passed until the accordioned section of the introducer. Attempted to remove the balloon catheter from the 7f introducer and couldn't. Let the balloon catheter soak in a warm water bath to see if this would help in the removal of the catheter from the introducer. After soaking approx 15 minutes, the balloon catheter still would not move within the introducer. Using a pair of pliers, gently grabbed the tip of the balloon that was protruding out of the introducer and was able to turn the balloon catheter counterclockwise and was able to remove the balloon catheter distally out of the introducer. Inflated the balloon with air to clean off the balloon and then drew a vacuum to purge out anything that may have been in the balloon. Re-inflated the balloon with water to rbp (rated burst pressure) 20atm. Drew a vacuum on the balloon and the deflation appeared slow. Once deflated was able to remove the balloon catheter from the 7f introducer with some difficulty. The difficulty may have been due to the condition of the introducer and the catheter, minimal support. The result of the investigation was confirmed for difficult to remove, root cause unk. It is unk if pt or procedural issues contributed to the event.